Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the end of the bifuse extension (male end) would not come out of the blue cap (female end) of the max zero. The male end then broke in half when trying to remove it. The user changed out the (blue cap) max zero and then connected new IV tubing.